Event description:
Manufacturer's (B)(4) unit confirmed the lancet protrudes beyond the end cap of the multiclix device. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B)(6).